Event description:
It was reported that an implantable cardioverter defibrillator (ICD) patient presented to the emergency department for syncope due to ventricular fibrillation (vf) arrest. The ICD was interrogated which showed the ICD delivered a high-voltage defibrillation shock with higher than the programmed high-voltage energy for the arrhythmia detected in the vf-zone. The shock was not successful at terminating the rhythm and vf re-detection criteria was met; however, due to excessive charge time resulting in charge circuit time-out (ccto), additional therapies were unable to be delivered, and the patient experienced syncope as a result of the arrhythmia. The rhythm subsequently converted spontaneously back to normal sinus rhythm, and the device had reached end of service (eos) as well as triggered alerts for low out of range (oor) pacing impedance. Further review of the episode data indicated the higher than programmed high-voltage energy delivered was related to an issue with the ICD. Following high-voltage therapy delivery, there was a false decrease in pacing impedance across all pathways as well as a decrease in battery voltage also related to an ICD issue, resulting in the device reaching eos prior to triggering the recommended replacement time (rrt) indicator due to cctos. The ICD was then explanted and replaced with a dual-chamber device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The feedthrough had current leakage (unspecified). Device analysis revealed that the device set elective replacement indicator (eri)/recommended replacement time (rrt) while implanted. Review of save to disk data showed that the device delivered 37.3j (b>ax) but the programmed energy was 35j during episode #755. The device had a l404 reset and a tilt percentage of 0%. A l404 reset was confirmed. Optical coherence tomography revealed that full dadet delamination on ft1-ft8 and partial dadet delamination (not spanning pin to ferrule) on ft9 and complete delamination of the bathtub fill of dadet from the ft shelf which resulted in the observations seen in the field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low due to an unintended current pathway. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. Analysis of the device memory indicated there was an issue with the battery voltage measurements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the returned device indicated overstress, electrical/arcing in the hybrid. Hybrid analysis revealed that damage to the high voltage circuitry was confirmed. Electrical over stress damage was found on q1 igbt, l369 igbt driver ic, scp sense resistor r3, hvx triac, and hva scr. The damage was consistent with a shoot-through event during a high voltage therapy delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.